Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible in the loosely folded balloon, consistent with a leak while in the patient anatomy. There was contrast in the inflation lumen, in the balloon and on the shaft, consistent with preparation. A new indeflator filled with water was used in an attempt to inflate the balloon to locate a leak, but the balloon would not pressurize. After the stent delivery system (sds) was left pressurized and soaking in a water bath overnight fluid was observed leaking from a hole in the outer member 4.6cm proximal to the distal seal. The outer member material was stretched and jagged at the hole and there were scratches in the outer member at the hole. There was damage and an appearance of a hole in the inner member 1 mm distal to the hole in the outer member. There was no other damage noted to the sds. Factors that may contribute to a tear in the shaft include, but are not limited to: manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. Since there was no report of any leaks or damage noted during preparation for use, this suggests that a product deficiency did not contribute to the difficulties experienced during the procedure. In this case, it is possible that the shaft was damaged during handling prior to use; however this can not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for leaks or shaft damage for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the noted damage to the shaft could not be determined. This type of reported incident will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving the MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Event description:
It was reported that there was some difficulty inflating the balloon of the promus rx stent delivery system (sds) to 16 to 18 atmospheres in the left anterior descending artery. A pinhole in the shaft of the catheter was noticed. Post-dilatation was performed with a non-abbott balloon catheter. No adverse patient effects were reported. No additional information was provided.